Event description:
A cardiac catheterization was performed on a thin pt and the coronary arteries were found to be normal. A pre-placement angiogram confirmed the procedure sheath in the common femoral artery using a single wall puncture technique. An angio-seal device was deployed; however, the physician noted the collagen was visible outside of the tissue track. The physician was able to tamp the collagen under the skin and reported the site looked good. Upon arrival to the recovery room, the pt complained of stomach pain and medication was administered. Approximately one to two hours later, the pt's blood pressure dropped and a hemoglobin level result was low. The groin area was checked and there was no hematoma or visible bleeding at the site. A few days later, the pt was diagnosed with a retroperitoneal bleed and required surgery. The surgeon noticed a gap between the angio-seal collagen and the femoral artery and indicated this was the source of the bleeding, which was resolved by placing a stitch to close the arteriotomy site. The physician stated the blood noticed in the abdominal area was not enough to cause the reported event. One or two days following surgery, the pt developed renal failure and was diagnosed with a blood disease. The pt subsequently expired. Attempts to obtain additional info have been unsuccessful.